Event description:
It was reported by a customer that on (B)(6) 2011, the fiber cap fractured inside of the pt. Per the customer, the fiber cap was still connected to the fiber. No pt injury was reported.